Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, peeling of the adhesive bond of the light guide lens is likely due to stress of repeated use, external factors, or handling. The cause of the burnt forceps base is likely due to high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited burnt forceps base and peeled light guide lens adhesive bond. There was no patient involvement.